Event description:
Smiths medical international ltd, has been notified on an event of three hours after tracheostomy on the pt, the user noticed the inflation line had been torn when they tried to suction the upper part of the cuff. The tube has been kept in use with a connector, instead of the torn inflation line, as the stoma has not yet stabilized and it was difficult to change the tube. The product was tested before use. Event occurred at hospital.